Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reports hospitalization due to low blood glucose level. Mother states this occurred because of a bolus that was too large. The bolus was 9 units of insulin. The blood glucose reading was 35 mg/dl. Nothing further reported.